Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient who reported medicine was leaking and the pouch was wet with white residue. The medicine did not get on the patient or any surface. The pump was powered down, the tubing clamped, and the device placed in a biohazard bag. Patient thought the leak was right at the pump on both sides (so the cassette). The tubing is a 0.2 micron tubing. Device operator was a patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.